Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a titanium adapter and the minicap transfer set; further described as "not able to close tightly." This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: it was reported that the titanium adapter remained in use. Correction h10: as a result of additional information received, there was no allegation against the titanium adapter. Therefore, the baxter titanium adapter is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.